Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a message stating "a low blood sugar was enter 0 minutes ago", and the customer was unable to clear it. Reportedly, the customer did not have a low blood glucose (bg) level, and a low bg was not entered into the pump. During troubleshooting with tandem technical support the display was able to be cleared. Customer's blood glucose level was not impacted.